Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure.. It was reported the following error was displayed during 3d imaging from the log. The filter was = 0.9938, and the filter was normal = 2, so the filter inside the collimator was presumed to be the cause of the defect. The relevant parts will be replaced at a later date. "Component mc current state: "tilt=-0.0008; x=17.8459; y=2.4265; z=2.0107; source=0.019; coly=1.2623; door=0.0219; filter=0.9938; detector=0.9962; wag=-0.0007; rotor=-0.0032; colx=1.2623; fov=undefined; scan3dinprogress=false." The event continued for 2 consecutive days. It was connected to the navigation and tried to take 3d images, but the problem continued for about 2 days. Once 2d imaging has been performed, 3d imaging could be performed after several attempts. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000444, serial/lot #: 61766878 rev. 3 ; product ID: bi71000168, serial/lot #: cm19930 rev. 3 h3: a medtronic representative went to the site to test the equipment. Hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned concomitant products. Both parts passed with no faults or failures. When the rotor control box was installed in a test system, the system functioned as intended. The collimator was tested and passed when installed in a test system. H6: b01, c07 and d02 apply to the system checkout. B01, c19 and d14 apply to the concomitant products. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.